Manufacturer narrative:
.

Event description:
It was reported to philips that the device displays a lot of ECG artifact. There was no reported patient involvement.

Manufacturer narrative:
The device was evaluated on site .